Manufacturer narrative:
A review of mfg records for those lots did not reveal any problems. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95% causes bone condition, pt oral hygiene, or pt behavior.

Event description:
Surgery- one stage. Oral hygiene is poor. Fixture was implanted #26. Infection. Recovered, no complications.